Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and visually inspected. The evaluation determined that the device met product specification because the iodine was found to be present in the sponge of the minicap. The reported event was not verified and the device was determined to have met specifications. Should additional relevant information become available, a supplemental report will be submitted.